Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 9323932. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Retain sample test found no abnormal. Additionally, a sample could not be obtained for evaluation and testing, but this lot was treated and received a certificate of conformance for sterility. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that a pegasus yel 24ga x 0.75in prn non-pvc leaked during use. The following was reported by the initial reporter: "when the patient was undergoing venipuncture at 9 a.m. On september 25, the indwelling needle was opened after the skin was disinfected, and the patient was successfully punctured. After opening the infusion set, it was found that there was water leaking at the connection of the indwelling needle. Removed the indwelling needle and re-puncture the patient." (B)(4).

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a pegasus yel 24ga x 0.75in prn non-pvc leaked during use. The following was reported by the initial reporter: "when the patient was undergoing venipuncture at 9 a.m. On september 25, the indwelling needle was opened after the skin was disinfected, and the patient was successfully punctured. After opening the infusion set, it was found that there was water leaking at the connection of the indwelling needle. Removed the indwelling needle and re-puncture the patient." Adr# (B)(4).